Event description:
During treatment planning a pt was planned with 16 mev electrons on a 6x6 cone and an island block was placed approximately .1cm around the central axis to block the lens of the eye. The customer reports the plan does not show the correct isodose distributions. The isodose distribution is greater under the block and has very little dose in the exposed area.